Event description:
It was reported the customer was hospitalized due to diabetic ketoacidosis. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of hospitalization was 600 mg/dl. Customer stated they were feeling sick and vomiting prior to their hospitalization. The customer also stated they had to be admitted into the intensive care unit due to their high blood glucose. It was found the customer had a bent cannula upon removal of their infusion set. Customer was treated with an IV and nausea medications. The customer declined to troubleshoot for their high blood glucose. Customer's infusion sets will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.